Event description:
According to the reporter: tlh procedure involving the uterus. Product described needle fall out of device. No other info available or able to be obtained. A device fragment fell into the patient's cavity but it was not left in the patient. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The needle was loaded improperly, and the ends of the needle were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of improperly loaded needle that has no relationship to the reported incident. Based on the evidence available the reported condition was not confirmed. A secondary condition of improperly loaded needle was noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.